Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced at the repair site, no image was displayed likely due to faulty patient board set (ap board and dr board). The cause of faulty board could not be identified. However, information was obtained that the device was repaired, and the cause of the phenomenon was determined to be due to faulty patient board. Regarding the phenomenon of no image with 180 scopes, it can be noted that the design change of dr board was made on april 16, 2018, after the device manufacturer date. However, it is unknown if this complaint was caused by the same reason. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.